Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. The device displayed door not fully latched alarms during the evaluation. During the evaluation, the force required to secure the door with a loaded IV set was above the expected levels. This was found to be caused by a cracked threaded insert boss and a raised threaded insert causing a separation between the front case and the mechanical assembly. The front case was replaced.

Event description:
It was reported a spectrum pump displayed a door alarm. It was also reported there was no patient involvement.